Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after experiencing syncope and a shock. Upon review, a prolonged time to therapy was noted as a result of noise markers. Boston scientific technical services (ts) reviewed the available data and indicated that changes in amplitude during the ventricular fibrillation (vf) and noise markers contributed to the prolonged time to therapy. Technical services provided some programming changes for optimization. The physician decided to explant the subcutaneous implantable cardioverter defibrillator (s-ICD) and implanting a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.